Event description:
Event: patient death. The patient presented with a contained rupture. The device failed to unjacket, and the jacket tore. The patient was converted to surgical aneurysm repair, but expired in the or. No additional information was provided.